Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was reproduced during troubleshooting. Additionally, according to information received in the service report, the device failed internal leakage test, pressure transducer test, flow transducer test and patient circuit test during pre-use check. Control printed circuit board was replaced to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. If a defect related to the reported error code appears during ventilation, ventilation will stop and audiovisual alarms will be generated. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Defective control printed circuit board may lead to stop of ventilation. The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint was related to control printed circuit board. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).